Manufacturer narrative:
Serial #: device serial number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a series of no external power events which was caused by power to the mobile power unit (mpu) being briefly interrupted. There were no other unusual events recorded in the log file history and the device operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the log file review. The log file spanned approximately 11 days ((B)(6) 2022 per the timestamp). The pump maintained a speed above the lsl without issue while the driveline was connected. A no external power alarm activated on (B)(6) 2022 at 21:36 due to bus and rsoc diminishing to ~0v with a loss ac power while the device was connected to a mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, the cause of no external power alarm was not identified and the mpu was not exchanged. The patient had a v-lock power cable. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.